Manufacturer narrative:
Conclusions - the investigation conducted by the field service engineer concluded that system error code #207 was associated with a multiple servo driver (msd) printed circuit assembly (pca) board. The system contains a msd pca for each system arm, which provides the drive current to the servo motors associated with each degree of freedom of a system arm. The system was repaired by replacing the affected msd. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code #207 occurs when a voltage fault is detected on the main board power of a msd pca. Upon determining this condition, the safety systems put the da vinci in a "non-recoverable safe state." The msd pca was returned to isi for failure analysis investigation. Engineering discovered that an axis was out of calibration, thus generating the system error codes experienced by the customer. As of november 10, 2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that prior to using the da vinci surgical system to perform any tasks for a prostatectomy procedure, the surgical staff experienced non-recoverable system error code #207. The system was restarted multiple times, however, system error code #207 continued to recur. The patient was under anesthesia when the surgeon made the decision to abort the planned surgical procedure and reschedule it to a later date. No patient harm was reported.